Event description:
A malfunction was reported on the customer's insulin pump, identified by malfunction code 12, with no notable events preceding the issue. There was no adverse impact to the customer¿s blood glucose level, which was confirmed to have not exceeded 500 mg/dl. Customer continued to use the pump for insulin therapy.